Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the forceps broke in half and was not used. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the hemostat revealed one prong to have been broken off adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the most probable root cause is "handling damage." A device history record (DHR) review of lot number 16460371 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the forceps broke in half and was not used. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.